Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of a partial lead was returned in one piece. Visual and x-ray inspections of the partial lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the pulse generator and right ventricular (rv), and right atrial (ra) leads were extracted due to patient death. The immediate cause of death was indicated as cardiac insufficiency. There was no allegation of malfunction.